Event description:
The pt service rep (psr) of a male pt contacted lifecor customer support to report that the pt's monitor was missing both response button covers. Psr performed a manual recording and could not get a heart rate. Psr replaced the pt's monitor. The new monitor worked correctly.

Manufacturer narrative:
Device MFR dates: monitor - 12/2006. Device evaluation summary: device evaluation of monitor has been completed. The reported problem was confirmed. The cause of the reported problem was a defective voltage regulator (u904) on the computer/analog pca within the monitor. U904 is used to regulate the -5 volts supplied to the electrode belt. It was only supplying -3 volts to the electrode belt. This caused the electrode belt to give no rate. The root cause of the u904 failure cannot be positively identified but was likely a random component failure. This is an unusual event. No adverse event resulted from the u904 failure. The pt received a replacement monitor.